Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, lesion had moderate tortuosity, severe calcification and 90% stenosis). Deformation problem evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, lesion had moderate tortuosity, severe calcification and 90% stenosis). (B)(4).

Event description:
Physician attempted to deploy a 2.5mm x 24mm endeavor resolute rx drug eluting stent to treat a lesion in a patient. Target lesion was in the proximal rca. Lesion had moderate tortuosity, severe calcification and 90% stenosis. Lesion was predilated to 12 atm with a 2.0x15mm balloon. Resistance was encountered when advancing the device and it was reported that stent could not cross the lesion. Another stent was used to finish procedure. Physician feels that stent failed to cross due to difficulty of the lesion. No patient complications were reported. When the device was returned to the manufacturing facility for evaluation, it was noted that the stent was damaged. Device evaluation: the distal tip was flared. A number of struts on the 9th proximal stent segment were raised and deformed. The remaining segments were intact. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿